Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alerted for sensor errors and that the sensor gave inaccurate readings. The customer blood glucose reading was 247 mg/dl at the time of the call. The customer also reported that the paramedics were called to the home due to a low blood glucose of 33 mg/dl. The customer had set up an appointment with a doctor. No product will be returned.